Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to reset it in the future. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which it did not after being reset.